Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an a c-section procedure on an unknown date and suture was used. During a c-section, a needle broke while the physician was suturing. The broken piece was found and the team sent the fragment with the suture packaging. There was no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did any needle piece fall into the patient? No. If yes, was the needle piece(s) retrieved during the same procedure? The broken piece of needle was recovered were x-rays taken to locate the needle piece(s)? No xrays necessary what measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? No. Could you please confirm if tpasq is the correct lot number. Lot# tpmasq. Is this device available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number). Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) I have the packaging and broken needle piece available if needed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.